Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory patient notifier. The alert was due to the high voltage lead impedance being greater than the upper limit observed on the right ventricular lead. Also noted was an upward trend of pacing impedance since (B)(6) 2017. No additional information was reported.